Event description:
It was reported that a lentulo separated in a pt's tooth during a procedure. The tooth was extracted as a result.

Manufacturer narrative:
Because surgical intervention resulted in this case, this event meets the criteria for reportability per 21 cfr part 803. The lot number was provided for eval, though results are not available as of this report. Eval results will be submitted as they become available. Add'l lot number#: 382564.